Manufacturer narrative:
Pump s/n: (B)(4) was received and evaluated. During the evaluation it was noticed that the pcba was faulty (lifted pads), the rotor assembly was damaged and the roller was not spinning. The parts were replaced. The pump was retested and passed all functional tests. The pump was functioning as intended. The service history record was reviewed. This device was manufactured in 2018. This is the first time this device has been returned for service. The reported event was determined to be caused by customer mishandling of the device. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that the device had over dosage delivery.